Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multisensor technology (imt) module. The cse performed auto-alignment, aligned a probe, and ran a quick check which passed. The cse ran calibrations and quality controls, which resulted within range. The cse ran patient comparisons, which resulted as expected. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on three patient samples on a dimension vista 1500 instrument. The results failed a delta check, indicating the results did not match with results previously obtained for these patients. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting as expected and passing delta check. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.